Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3998, lot # v006610, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type extension. (B)(4).

Event description:
Information was received from a consumer on (B)(6) 2015 regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. The patient reported seeing an elective replacement indicator (eri) code. The patient was dissatisfied that he was not informed that his implant would last 9 years. Currently, the patient was still using stimulation and his implant was lasting beyond the 9 year mark. No patient symptoms were reported regarding this event. The issue occurred the day prior to the report. Additional information received from the patient on (B)(6) 2015 reported the patient had found an healthcare provider (hcp) to discuss replacement options. The patient thought his leads may need replacing because he had not received good coverage since 2012 and he began to have back spasms in (B)(6) 2015. The patient also mentioned that he had always had pain from the implant when lying down since the time it was implanted. Additional information received from the patient on (B)(6) 2016 reported that his entire system was replaced. The patient noted that the surgery took 2.5 hours because the leads were hard to remove due to scar tissue and the leads were bent when removed.

Event description:
Additional information was received from a patient indicating they had a loss of therapy. The patient states there is something going on with the lead and that there was scarring when removed. The patient experienced back spasms from the neck all the way down to the waist that is coming from the lead and spent two days in the hospital. The patient doesn't sleep when the implant is on because it presses on the lead. The patient notes their first implant was due to normal battery depletion and are on their second implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.